Manufacturer narrative:
Investigation results: the ipg device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: the device was not returned for analysis; therefore, the complaint could not be confirmed. Device history record review verified the device met specifications prior to release, with no manufacturing deviations identified. There is no evidence of use inconsistent with labeled indications or instructions for use. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that the patients implantable pulse generator (ipg) had migrated to the surface of the skin due to a non-device related weigh loss. The patient underwent a procedure wherein the ipg was replaced since it was discovered during the procedure that the ipg was no longer working as expected. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Event description:
It was reported that the patients implantable pulse generator (ipg) had migrated to the surface of the skin due to a non-device related weigh loss. The patient underwent a procedure wherein the ipg was replaced since it was discovered during the procedure that the ipg was no longer working as expected. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.